Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive and the patient allegedly experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl with small ketones. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: the keypad cover was intact and the keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump cover was removed and no defects were found to internal keypad components. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.